Manufacturer narrative:
Film evaluation summary: the reported inability to advance the valiant delivery system to the intended target could not be determined from the films provided. Images during implant were not available for review and the reported event could not be assessed. From the limited pre-implant films provided, it appears likely that the severe tortuosity and reduced flow lumens observed from previously placed abdominal aorta surgical graft and the iliac arteries likely contributed to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft was planned to be implanted in a patient for the endovascular treatment of a 50mm thoracic aneurysm. The patient had previously been treated with an abdominal prosthesis for an abdominal aortic aneurysm. It was reported during the index procedure the delivery system was delivered via the right leg portion of the y-graft abdominal prosthesis, however the delivery system became stuck at the position where the delivery system entered the aorta from the leg portion. Removing and reinserting the of the delivery system were performed repeatedly but the delivery system was unable to be advanced. During removal of the delivery system resistance was encountered. The delivery system was then attempted to be advanced via the contralateral access but again failed and was removed from the patient and the procedure completed without implanting a device. Per the physician the cause of the event was due to patient vessel morphology and tortuosity at the y-graft of the abdominal prosthesis. No additional clinical sequelae were reported and the patient will be monitored.